Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After a 6f non-bsc guide extension catheter was advanced, a 3.00 x 20 synergy¿ drug-eluting stent was advanced but encountered severe resistance inside the non-bsc guide extension catheter. The device was removed from the patient's body and the stent struts were found to be lifted. Subsequently, the non-bsc guide extension catheter was removed and exchanged with another non-bsc guide extension catheter, and the procedure was successfully completed with another 3.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.